Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device location was not provided. The devices are not returning for analysis. A follow-up report will be submitted with all additional relevant information. The proglide device and the additional adverse patient effects referenced are filed under separate medwatch report numbers. Article attached: "the impact of closure devices on vascular complications during transcatheter aortic valve implantation procedures in geriatric patients."

Event description:
It was reported through a research article identifying proglide and prostar devices that may be related to the following patient outcomes: bleeding, surgical intervention and death. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "the impact of closure devices on vascular complications during transcatheter aortic valve implantation procedures in geriatric patients".